Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the gas gauge file for the battery was evaluated and the cfet permanent failure status was tripped. It was reported that the device's handle does not initialize. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the handle did not turn on. A new handle was used to resolve the issue. There was no patient involvement.